Event description:
Patient undergoing a thermachoice endometrial ablation, and laparoscopic tubal occlusion using the filshie clip. During the thermachoice endometrial ablation, the catheter was filled and primed then evacuated to a negative pressure of 212 mm hg. It was then inserted and filled. Shortly after the filling was begun an error code was noted that there was a problem with the catheter. The catheter was removed. Outside of the body, the balloon was filled again and was found to have a hole in it. It was discarded. The machine was reinitialized. A second catheter was filled, primed and evacuated as before. It was inserted in the uterus and the balloon was filled with sterile d5w and the pressure was stabilized to 174 mm hg. At this point a catheter error code was again noted. The catheter was deflated and removed from the uterus. Outside of the body it was refilled, but this catheter had no visual abnormality. The manufactuer's service representative suggested changing out the cord to the catheter, which was done. A third catheter was then filled, primed, and evacuated. It was inserted and filled with sterile d5w. The pressure was stabilized at 160 mm hg. The endometrial ablation was completed.====================== manufacturer response for gynecare thermachoice uterine balloon therapy system, gynecare thermachoice uterine balloon therapy system======================unknown.